Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2013 and suture was used to sew the hepatic artery. Six days following the procedure, the front wall of the hepatic artery dehisced and was bleeding. The patient was taken back to surgery on (B)(6) 2013, to have the artery repaired. The patient is currently hospitalized.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eke909; mfg date: 09/01/2012, exp date: 07/31/2017. Batch ehe118; mfg date: 07/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.